Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market 6,156 units. There are no units in stock in b. Braun surgical's warehouse. We have received an open sample with a piece of thread of approximately 5cm long attached to a needle. The other part of the thread is missing. Checking the thread end under the microscope it can be seen that the thread was cut. This defect could have been caused by the automatic winding machine during the manufacturing process. The machine cut the thread while placing the suture in the support cardboard and was not discarded. Taking into account that no other customer complaints have been received concerning this issue, we consider that this is an isolated and accidental unit. Reviewed the batch manufacturing record, this product had an incidence during the process but not related to this issue and the results during the process fulfilled usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. We apologise for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available, a follow-up report will be submitted.

Event description:
It was reported that there was an issue with novosyn violet suture. The client reported that when staff opened the package, the thread was found cut off at about 5cm from the needle. No more data has been provided.